Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician experienced difficulty crossing the lesion and was unable to place the 2.50x24 mm taxus express2 drug eluting stent. After removal of the stent delivery system, the stent struts were found to be flared. The procedure was completed with another taxus express2 drug eluting stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.